Event description:
Oxygenator failed after approximately 4 1/2 to 5 hours of cpb. The oxygenator leaked fluid during the case. The fluid started clear and was a very red foam when the unit was changed. A second oxygenator was placed in line and the pt was placed back on bypass. Pt expired approximately two hours after going on bypass.